Event description:
It was reported that during rt total knee revision, surgeon had difficulty tightening both legion offset coupler trial 2mm, were unable to use trials during surgery. Surgeon made the decision to use trial stems without any offset coupler trial. Trial reduction and trial component fit seemed appropriate. The surgery finished without any femoral or tibial offset coupler. Not s+n implants being revised.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned coupler confirms the hex lock screw is damaged inside the device causing the stated failure. The device shows significant signs of wear/usage. This device was manufactured in 2006. A medical investigation was conducted and this complaint from the united states reports that the trial 2mm couplers would not tighten. The surgeon made the decision to use trial stems without any offset coupler trial. No further patient or medical information was provided. No further complications were reported. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.